Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. The ticket trending review did not identify any related trends for the product for the issue. Review of the device history record found no issue related to the current complaint. As part of troubleshooting, the customer reran samples on the same analyzer using fresh reagent and qc. The reagent was recalibrated. Issue was resolved after calibration. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency with the total bilirubin reagent lot 63648uq02 was identified.

Event description:
The customer observed quality control values shifted downward but still within range when using the cc bilirubin assay on the architect c4000 processing module. The customer stated they are repeating patient samples that generated a falsely decreased result of < 0.1 mg/dl and the customer has been seeing a change in repeat patient results. The customer was rerunning the samples on the same analyzer using fresh reagent and quality control. The following data was provided: sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.3 mg/dl. Sample ID (B)(6) : previous result = <0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl repeat result = 0.2 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6) : previous result = <0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6) : previous result = < 0.1 mg /dl; repeat result = 0.1 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed quality control values shifted downward but still within range when using the cc bilirubin assay on the architect c4000 processing module. The customer stated they are repeating patient samples that generated a falsely decreased result of < 0.1 mg/dl and the customer has been seeing a change in repeat patient results. The customer was rerunning the samples on the same analyzer using fresh reagent and quality control. The following data was provided: sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.3 mg/dl. Sample ID (B)(6): previous result = <0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.2 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl repeat result = 0.2 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6): previous result = <0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg/dl; repeat result = 0.1 mg/dl. Sample ID (B)(6): previous result = < 0.1 mg /dl; repeat result = 0.1 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6): ,(B)(6), (B)(6), (B)(6), (B)(6) (12 patients in total). All available patient information was included. Additional patient details are not available. Section g1 contact information was updated to reflect the current contact (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.